Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Customer was advised by healthcare professional to upload data to verify if new settings are required due to hospitalization incident. Customer¿s blood glucose readings was 101 mg/dl. Insulin pump is not expected to return.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019. The customer was hospitalized due to low blood glucose value on september 3, 2019. The customer's blood glucose value was 48 mg/dl at the time of hospitalization. The customer was driving at the time of event which leads to hospitalization and she also stated that the insulin pump was not accepting calibration and alerting low blood glucose level, she kept on eating while driving, she pull over and in the curve she hit a sign on the road, a friend called the ambulance, customer then started taking glucose pill when the ambulance came and check her blood glucose it was 48 mg/dl. The customer was able to upload carelink.